Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted during initial inspection, blue plastic like debris was identified in the mouth of the air / water nozzle. A blockage protruding from the outlet pipe was noted. Additionally, the following during device inspection were noted : a comprehensive leakage check was completed, no leaks were evident. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault: outlet pipe condition - fail - blockage evident air channel volume - fail - blockage evident water flow - fail - not to specification water removal - fail - not to specification water channel volume - fail - blockage evident furthermore, the following findings during device inspection were noted : - light cover glasses scratched - optical cover glass adhesive worn - distal end cap damaged - distal end adhesive worn - insertion tube delamination - aspiration housing coloured ring worn - air/water housing coloured ring worn - light guide tube delamination - image condition mark(s) on image - up/down/left/right angle not to specification - up/down/left/right angle play - electrical safety test not to specification evaluation findings has confirmed the customer reported issue of ¿blocked" as blockage observed in channel system (nozzle), blocked with foreign material (blue plastic debris). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "blocked" found during reprocessing. The device according to the reporter was not used and did not fail during a clinical procedure. There was no patient harm or injury reported due to the event. No user injury reported. The device during return inspection and evaluation found with a blue plastic like debris protruding in the mouth of the air / water nozzle. Blockage was noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing methods conducted by the user was different from method recommended in IFU. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection -inspection of the endoscope ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ -inspection of the endoscopic system. -inspection of the air-feeding function. ¿ inspection of the objective lens cleaning function¿. IFU says on reprocessing on a/w nozzle channel as below: reprocessing manual_ precleaning the endoscope and accessories ¿-flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ·cleaning, disinfection, and sterilization procedures_ manual cleaning-clean the external surface_ ¿immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿. ¿flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.